Manufacturer narrative:
Review of device logs showed that the occluder was manually closed during the case while the user was entering lab results. When the protected level alarm was triggered, the dynamic menu opened as expected at which point the user selected the occluder close button unintentionally.

Event description:
During a procedure, the arterial occluder clamped without alerting that a bubble had been detected. User stated that volume was depleting during the case and triggered the protected level sensor at which point the occluder closed. There was no patient harm.